Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump is functioning properly and that patient had a catheter revision and the pump was not removed.

Event description:
Additional information was received from a device manufacturer representative (rep). When they disconnected the pump segment during a replacement surgery on (B)(6) 2017, there was a clump of tissue there. They then replaced the catheter at a little bit higher level (it was now placed at the CT junction). The new catheter was an 8780 with 38 cm removed from the spinal segment.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was being implanted with an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the hcp was currently performing a brand new pump implant. The hcp was able to successfully place the spinal segment of the catheter and got good cerebrospinal fluid (csf) flow. The hcp had then clamped the catheter, placed the anchor, and tied down the suture and anchor. They then checked for csf flow but they were not getting any. The hcp then decided to cut one of the sutures just in case they had been crossed. After he cut one of the sutures he was able to get some flow. The hcp readjusted the sutures and anchored them back. The hcp checked for flow through the catheter access port (cap) but was still not having any success. It was indicated that nothing looked out of place but where the anchor was straight; the catheter took a slight bend after the anchor. It was noted that the hcp was considering performing a dye study. The representative was going to follow up with the hcp but was currently in the operating room (or) and would be cal ling back to provide further information. No symptoms were reported. It was later reported on (B)(6) 2017 that the hcp tried doing a dye study and they could not push anything through. The hcp was going to revise the catheter. The hcp suspected the bi-wing anchor was occluding the catheter. It was inquired if there were other ways to anchor the catheter and was then reviewed that the anchor that came with the catheter was the only anchor labeled for use with the catheter. The representative also inquired about placing (B)(6) in the pump pocket area and reviewed that was a medical decision for the hcp and that the drug for compatibility with the pump had not been tested by the manufacturer. On (B)(6) 2017, further information was later provided. It was reported that they ended up using a new catheter and threw out the other one so nothing would be returned. It was stated they did not believe there was anything wrong with the catheter and thought may have been as issue with the implant technique. It was noted that 29.5 cm from the spinal segment was trimmed for a total catheter length of 84.8 cm. The pump was going to be used to deliver lioresal [500 mcg/ml] at a dose of 100 mcg/day. A priming bolus was calculated for 0.327 ml and performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.